Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (02) clearlink system solution sets had backflow. This occurred during priming with 100ml vasopressin bottles. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4: the lot was manufactured between may 2, 2025 ¿ may 3, 2025. H11: the device was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The priming, the pressure test and clear passage test were performed, and no defect was observed that generated the reported condition. Functionally test was performed and the sets worked according to requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.